Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e42 - motorpack error" was generated by the aquabeam robotic system. A new aquabeam handpiece was opened in an attempt to troubleshoot the issue to no avail. As a result, the treating physician decided to abort the aquablation procedure and convert it to transurethral resection of the prostate (turp) surgical procedure. Further inspection of the aquabeam motorpack found fluid ingress. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently in process.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation. The log files confirmed the reported "e42 motorpack error" and an additional "e22 motorpack error" messages. However, functional testing could not reproduce both errors as the motorpack functioned as expected completing three docking cycles and an aquablation cycle. Additional analysis found no internal damage or fluid ingress within the internal electronics of the motorpack. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam motorpack / lot number 20c00347 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults: "e42 motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E22 motorpack error: release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece." Although a review of the log files confirmed the reported failure mode, the root cause was unable to be established as the device functioned as designed during the in-house investigation and the errors were unable to be reproduced. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.